Manufacturer narrative:
The event occurred at (B)(6) hospital in (B)(6). (B)(4). Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump off alarm and low speed operation were observed in the system controller log file when the pump was connected to the power module. An issue was suspected with the percutaneous lead (driveline). The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The reported event of pump stoppages and low speed operation events was confirmed based on the information recorded in the log file. The data log file retrieved from the returned system controller contained two incidents where the recorded speed decreased below low speed limit (including 0 rpm). The associated voltage levels indicate that the events occurred while the system controller was connected to a power module. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. The investigation was unable to identify a correlation between the returned system controller and the events captured in the log file and they appeared to be related to a compromised driveline. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.